Event description:
Report received from the USA stating that the device was ¿giving out and making noise and was not progressive enough to the speed desired.¿ the device was being used during a ¿ent¿ case. There were no delays reported. There were no patient or user injuries or medical intervention reported. There was no add¿l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and found to meet requirements. The event could not be duplicated therefore the event was not confirmed. If add¿l info is received, a supplemental report will be sent.